Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported the aveir leadless pacemaker (lp) was used as part of a study. During the study, one patient exhibited effusion after implant, one lp dislodged, and several exhibited high capture thresholds that resolved with time. The patients' status were not provided.